Event description:
It was reported that patient had a catheter revision on (B)(6) 2012. Per reporter patient was no longer getting the "metallic taste in her mouth, but was never quite happy with her therapy and was difficult to manage".

Manufacturer narrative:
Programmer: 8835, serial# (B)(4);,catheter model: 8709, serial# (B)(4), implanted: 2005-(B)(6), explanted: unk; catheter model: 8598a, serial# (B)(4), implanted: 2012-(B)(6), explanted: 2012-(B)(6). (B)(4).

Event description:
Additional information: it was later reported that they were unable to aspirate cfs leading to catheter revision. The pump delivered morphine/clonidine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).